Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer was hospitalized due to a heart attack and high blood glucose levels. It was also reported that the insulin pump alarmed motor error. It was reported that customer was able to rewind the insulin pump. Customer's blood glucose reading was 600+ mg/dl. Nothing further reported.